Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (code 204) was confirmed. Review of the download data indicates that the patient was receiving service code 204 and communication faults. The belt was returned with a potential biohazard and full evaluation could not be completed. Visual evaluation found that the trunk cable connector was cracked. The reported corrosion on the connector and crack in the connector cannot be ruled out as potential causes of the code 204. The root cause of the cracked connector is physical abuse. The root cause of the corrosion is liquid ingress of an unknown contaminant. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204. When a zoll representative visited the patient to exchange the equipment, corrosion was noted on the belt connector. The patient reported that the cat might have done something to it but he couldn't be sure.